Manufacturer narrative:
(B)(4). Approximate age of device: 8 months. The explanted pump was received for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that pump stoppages occurred on (B)(6) 2017. The patient reported kinking in the driveline, and once the kink was relieved the pump restarted. The patient was reported to be asymptomatic during the event. The manufacturer¿s technical service representative reviewed the submitted log file and confirmed pump stoppages. Review of submitted x-ray images revealed the internal portion of the driveline to be unremarkable; however, multiple kinks were observed on the external portion of the driveline that were considered suspect. On (B)(6) 2017, the customer reported that the patient¿s vad stopped again at approximately 6:55am and had been off for greater than 20 minutes. The patient underwent a pump exchange that afternoon. No additional information was provided.

Manufacturer narrative:
Evaluation of the left ventricular assist system (lvas) confirmed damage to the driveline that would have contributed to the reported low speed and pump stop events. Review of the submitted system controller log file confirmed low speed and pump stoppage events occurring on (B)(6) 2017 between 5:17pm and 12:20am, resulting in alarms for low speed and low flow hazard. Starting on 03dec2017 at 3:19pm, the driveline fault alarm became active for the remainder of the log file. Evaluation of the driveline revealed discoloration to the outer silicone jacket approximately 1inchfrom the driveline exit site. A kink in the driveline was also observed at the driveline exit site, on the external portion of the outer jacket. Visual inspection of the bionate revealed distortion on the distal portion of the driveline, in an area between 2-18 inches from the controller connector. Electrical continuity testing revealed no continuity on the brown, green and yellow wires. Visual examination of the underlying wires revealed mechanical damage to the brown wire approximately 12 inches from the controller connector. Additional mechanical damage was identified approximately 7.25" inches from the controller connector on the yellow and green wires. Further visual inspection of the damage to the yellow, green and brown wires under magnification revealed the wire insulation was elongated indicating the inner conductors were fractured. The damage to the yellow, green and brown wires appear to be the result of mechanical damage due to crushing or pinching. A fracture in the yellow, green and brown wires would have been detected by the pocket controller when comparing wire currents, resulting in the observed driveline faults and corresponding yellow wrench advisories. Additionally, the intermittent discontinuity resulting from fractures in the yellow and green wires, which support phase 1, could have resulted in the low speed and pump stoppage events captured in the log file. Visual inspection of the pump blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.